Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump placed for support of a patient admitted with a history of cardiac comorbidities and mental status change. The patient was sent to the or on the impella and after 5 days the access site had a hematoma. The hematoma was treated by sandbag placement on the chest, 3 units of rbc (red blood cells), and removal of heparin. The pump remains on for support while neuro status checked post paralyzed.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device from the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states). Added-b5 mso review, added d6b, added h6 component code 925 d4-corrected model number f6/f8 should have been left blank h5-changed to yes g1 corrected reporting contract e-mail